Event description:
It was reported that three years and seventeen days post a port placement via the internal jugular vein, the catheter allegedly could not be suctioned back into the blood. It was further reported that the patient allegedly had discomfort when pushing saline solution under the skin. Furthermore, it was found that the catheter was allegedly ruptured, and the middle part of the catheter was damaged and broken and had allegedly leaked at the puncture site of the neck. Moreover, infusion issue had allegedly occurred during flushing and the patient allegedly had swelling in the neck. Reportedly, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo and one electronic image was provided for review. The photo shows one powerport attached to the catheter and a complete compound break was noted on the catheter. The image depicts the device introduced via a right jugular access. A focal disruption occurred at the arch of the catheter resulting in inability to withdraw or infuse fluid. Therefore, the investigation is confirmed for the reported fracture, leak, difficult to flush and suction issues. However, the investigation is inconclusive for the reported material separation issue as the reported issue cannot be confirmed from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and seventeen days post a port placement via the internal jugular vein, the catheter allegedly could not be suctioned back into the blood. It was further reported that the patient allegedly had discomfort when pushing saline solution under the skin. Furthermore, it was found that the catheter was allegedly ruptured, and the middle part of the catheter was damaged and broken and had allegedly leaked at the puncture site of the neck. Moreover, infusion issue had allegedly occurred during flushing and the patient allegedly had swelling in the neck. Reportedly, the catheter was removed. The current status of the patient is unknown.